Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8591-38, lot# d13678, implanted: (B)(6) 2012, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had to go to the healthcare professional (hcp) on the day of report as the doctor suspected that the pump was malfunctioning. It was noted during the last two refills that "there was too much residual". The refills were on (B)(6) 2014 and eight weeks before that. It was noted that the patient would have refills every eight weeks and used to have maybe 1 cc residual, but this time the patient had at least 5 cc. The patient reportedly had allergies so the hcp could not due a dye study. The patient's pump was intended to infuse baclofen. It was later reported that the patient was intermittently symptomatic according to the patient's mother. It was noted that the patient's mother had never heard of this discrepancy related to this patient before. It was noted that the neurosurgeon was questioning if the pump should be replaced urgently. It was later reported that the manufacturer's representative believed they may take the patient to surgery on the night of (B)(6) 2014. It was noted that there could still be a concern regarding the volume discrepancy depending on its size. The pump was infusing gablofen specifically. It was later reported that the patient was experiencing intermittent agitation but was doing well and receiving effective therapy. No troubleshooting had been done. It was later reported that the patient had experienced an increase in spasticity. The arv was 9 cc when the erv was 4.1 cc. It was noted that there was a pump issue but that the patient had recovered without permanent impairment. The device was returned to the manufacturer indicating explant occurred.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Dispense accuracy passed and a volume test was performed and fell within the recommended volume limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.